Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation could not be confirmed because the anchor was not returned for evaluation and no evidence of the reported failure was provided. Nevertheless, the damage noted on the inserter suggests that the anchor may have been damaged as well. One unpackaged ar-3641-1 2.6 mm knotless fibertak anchor batch 15414735 was received for evaluation. Visual inspection confirmed a fracture at the distal tip of the shaft, and evaluation of the returned section indicated it had been bent. The anchor was not returned for evaluation. A functional test cannot be performed due to the device's damage. The most likely cause of the reported failure is user error, including misaligned insertion, excessive impactation forces, and/or leveraging/prying the device. Directions for use dfu-0054-eor6_fmt_en at revision 6. Bio-fastak, fastak, suturetak, and fibertak suture anchors. G. Precautions 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the arthroscopy, the anchor broke. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.